Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿. ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿. Section: warnings & cautions: warnings: ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿. ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿. ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance.¿.

Event description:
The user facility reported the patient had an attempted impella implant and during the implant, the peel away sheath could not be placed correctly due to the patient anatomy. There was no patient harm. The implant was aborted. Patient survived.

Manufacturer narrative:
The investigation of difficulty inserting/removing introducer has been completed. Difficulty inserting introducer: clinical details report that the introducer insertion procedure was aborted due to the patient's anatomy. There was no harm to the patient. Returned product was investigated and the 14 fr x 13 cm introducer had both a sheath kink and damage to the tip. Based on the clinical details provided that the patient's anatomy was difficult and the damage noted on returned product, the cause of the difficulty inserting introducer was determined to be patient condition. Introducer damage - mechanical: based on the findings with returned product, the failure mode (fm) introducer damage was added. Clinical details reported that the patient anatomy prevented the user from being able to insert the introducer. Returned product had damage/deformation to the tip. Based on the clinical details provided that the patient's anatomy was difficult and the damage noted on returned product, the cause of the introducer damage was determined to be a sheath tip split. Product damage (sheath kink): based on the findings with returned product, the fm product damage (sheath kink) was added. Clinical details reported that the patient anatomy prevented the user from being able to insert the introducer. Returned product had a kink in the sheath. Based on the clinical details provided that the patient's anatomy was difficult and the damage noted on returned product, the cause of the sheath kink was determined to be patient condition. D9 device returned to manufacturer date added d6a implant date was erroneously entered on the initial manufacturer device report number 1220648-2025-30841. H6 medical device problem code 2682 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30841.